Event description:
It was reported that a patient presented with post-paced t-wave over-sensing on the patient implantable cardioverter defibrillator. Programming changes were made. No adverse patient consequences were reported.